Manufacturer narrative:
The reported product has been returned and undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports while charging their abbott diabetes care, the battery get's really hot. Customer does report using the cable and adapter supplied by adc for use with the libre device. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports while charging their abbott diabetes care, the battery get's really hot. Customer does report using the cable and adapter supplied by adc for use with the libre device. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed contamination inside the usb port. It was determined that the observed contamination did not affect the readers ability to charge or connect to pc. Customer reported that when reader was tried to charge , the battery was getting really hot. A visual inspection was performed on the returned usb/charging cable and no issues were observed. No open or shorts were observed, and the usb/charging cable testing passed. Visual inspection has been performed on the power adapter and no issues were observed. A load tester was used to evaluate the returned power adapter, and the voltage was measured. The power adapter voltage was within specification range. Power adapter testing passed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. An extended investigation was performed. A visual inspection was performed on the returned device. Contamination was observed in the usb port. No damage was observed to the printed circuit board assembly (pcba). The data in the initial scan was reviewed and no issues were observed. The device was brought to a lab bench for testing. The returned battery was measured and result was within the required threshold. The reader did power on with a button press, strip test, and charging cable. A thermal camera was used to review the reader¿s temperature when the reader was powered on and no hot spots were observed. A reader self-test was performed and no issues were observed and the reader passed the test. A continuity test was performed on the returned cable. No opens or shorts were detected. A load test was performed on the returned adapter and observed a voltage which was within the required threshold. The charging cable and adapter were able to charge the returned battery without hot spots appearing under on the pcba when observed under a thermal camera. The customer complaint was not observed. No evidence of a product malfunction was observed during the investigation. Since no evidence of a product malfunction was found during the investigation, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.